Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on the cobas 6000 c (501) module. The customer provided an example of data from one patient sample that had discrepant sodium electrode and chloride electrode results. The customer stated the issue occurred after preventive maintenance was performed on the analyzer. The customer observed that the ise nozzle was not draining and it was overflowing. Allegedly, the patient sample initially resulted in the following alleged values: sodium = 126 mmol/l, chloride = 91 mmol/l. Alelegedly, the patient sample was repeated, resulting in the following alleged values: sodium = 140 mmol/l, chloride = 105 mmol/l. The repeat results were deemed correct and a corrected report was reported to have been issued with these results. The patient was reportedly administered 40 meq of kcl orally based on the initial values. Reportedly, the patient had no adverse impact from the administered treatment. This medwatch is being reported as an adverse event out of an abundance of caution.

Manufacturer narrative:
The sodium electrode lot number was ddy54, with an expiration date of 11-jan-2026. The chloride electrode lot number was dyw39, with an expiration date of 24-feb-2026. The field service engineer found an issue with the vacuum tubing. The analyzer was repaired by the customer's biomedical team. The investigation determined that the service actions resolved the issue.